Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed; the scanner shuts down in about an hour when ac power is not present. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported issue is an internal li-ion battery failure. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as internal li-ion battery failure. (Reference: MDR number 3006260740-2020-00518).

Event description:
Per biomed: intermittently powering off.